Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review was not performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model ec500f vena cava filter allegedly experience tilt. The information was received from a single source. One patient was involved with no reported patient consequence. The device was used in a female patient. Age and weight of the patient was not provided.